Event description:
Customer reported that an 840 ventilator had a blank graphical user interface (gui) display. The device was not being used on a patient when event occurred. Covidien technical support engineer (tse) troubleshot the issue with the customer over the phone.

Manufacturer narrative:
(B)(4). The tse suggested replacing the gui printed circuit board (pcb), breath delivery unit (bdu) pcb, and the backlight inverter pcb. Covidien was not authorized to service device.